Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 511 mg/dl at the time of the incident and was treated with a manual injection. The customer¿s other blood glucose were 200 mg/dl, 307 mg/dl, 302 mg/dl, 304 mg/dl, 310 mg/dl, 384 mg/dl, and 345 mg/dl. The customer stated that they had lost sensor signal and they changed the site and the light flashed, but the transmitter did not connect. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.